Event description:
The customer reported via phone call that the insulin pump alarmed low battery and had a blank display. The customer stated that the insulin pump completely turned off, and the display did not return after a battery replacement. The customer's blood glucose was 187 mg/dl. He noted that the insulin pump did not show any signs of physical damage and had not been dropped, bumped, or exposed to moisture. Upon replacement of the battery during troubleshooting, the insulin pump's display did return. However, the display went away shortly thereafter. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected off no power, bad battery, low battery, battery out limit or failed battery test alarms noted during testing.